Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting / does not charge battery packs) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the resets and inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was resetting and not charging the battery packs.